Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after the cataract surgery an ophthalmic console restarted on its own. No system message (sm) displayed. There was no patient impact.

Manufacturer narrative:
The power supply was received, and a visual assessment of the returned sample revealed no obvious non-conformities. When the power supply was installed into a calibrated to system, the system would go into standby but would not power on. As a result, no further testing was done. The root cause of the reported event is attributed to the nonconforming power supply. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).